Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the multi-link 8, while removing the protective sheath, the stent dislodged. Another multi-link 8 was used to successfully complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. There was no additional information provided.